Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Based on the reported event, the cause was determined to be a puncture or tear in the cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was coming from the cassette area of a homechoice during priming. The home patient (hp) stated that there was a hole in the cassette. The technical service representative assisted the hp with removing the cassette and advised the hp to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.